Event description:
It was reported that the oscillating saw lock blade fell apart. There was no report of injury or medical intervention associated with the incident. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.